Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(6) 2008. Should additional info become available and / or the devices be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt received a durom us acetabular component 48/42 h on the right hip on (B)(6) 2007 and underwent a revision surgery on (B)(6) 21012 due to pain and loosening. It was further reported by the surgeon that there is no bone ongrowth.